Manufacturer narrative:
Investigation summary : bd received six (6) samples and two (2) photos for investigation. The photos were reviewed and the indicated failure mode for foreign matter (fm) on the cannula was observed. The sample was sent to franklin lakes for 'fourier-transform infrared spectroscopy (ftir)' analysis. Three (3) of the six (6) returned samples had unidentified material that was observed and recovered from the cannula. The fm was green or light green/ transparent, solid, and irregularly shaped. Bd was able to determine from the ftir analysis that the fm closely resembles hub material on two (2) cannulas and shield material on one (1) cannula . Additionally, ten (10) retention samples from bd inventory, were evaluated by visual examination and the issue of fm on the cannula was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® precisionglide¿ multiple sample needle there was foreign matter on device cannula/needle or any fluid path component. This event occurred 30 times. The following information was provided by the initial reporter. The customer stated: there was "green foreign matter on the multiple sample needles."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® precisionglide¿ multiple sample needle there was foreign matter on device cannula/needle or any fluid path component. This event occurred 30 times. The following information was provided by the initial reporter. The customer stated: there was "green foreign matter on the multiple sample needles."